Manufacturer narrative:
Medtronic received additional information that the reason for replacement was pulmonary stenosis. No additional adverse patient effe cts were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 7 months post implant of this 12mm pulmonary valved conduit in a (B)(6)-month-old pediatric patient, it was explanted and replaced with a 19mm bioprosthetic valve. The reason for the replacement was not reported. No additional adverse patient effects were reported.